Event description:
[Tampon] broke apart inside me... Had to pull cotton out from myself - vagina [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort]. Had to pull cotton out from myself which was super uncomfortable - vagina [complication of device removal]. [Tampon] broke apart [device breakage]. Case narrative: consumer reported via email that tampon broke apart inside her. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.